Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reported damage was first observed in central processing. It was black cautery cable damaged. It was stated that insulation was broken but wire appeared to be intact. There was no arcing observed. Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The fenestrated bipolar forceps instrument was found to have damaged conductor wire insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A review of the provided image was performed, and the following additional information was provided: this image was blurry as well, so it was hard to assess how deep is the damage. The insulation does appear to be damaged.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had compromised insulation on cautery cable. There was no report of patient involvement.